Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2, and prior to the patient was brought into the room, the hemopro evh kit was opened. Upon inspection of the hemopro equipment it was noted that the activationcoils, located in the jaws were separated. A new kit was opened to complete set up.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (apr 2020 through mar 2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10,13/22) the device was returned to the factory for evaluation on 04/14/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed on the clear insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(6).